Event description:
When this c1 was used on the patient, the phenomenon of sudden ventilatory stop occurred. The alarm was sounding when the phenomenon occurred. Me at this hospital tried to reboot, but it did not boot properly. Since the ventilator was switched to another manufacturer, there was no health hazard to the patient.

Manufacturer narrative:
The issue in (B)(4) is deemed as a reportable event since the malfunction "disturbed screen and ventilation stopped" which switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the event has been identified as being the "ic8" on the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. There was no patient or user harm reported from complainant. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event.